Manufacturer narrative:
Correction: section h6: upon further review, the code hm-delay in treatment: treatment delayed (4632) was added as there was delay in the procedure. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned revealing no further issues. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section :a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient experienced severe dysphotopsia affecting patient's daily life. The lens was fully inserted and explanted in a secondary procedure. The patient sought medical attention and that the situation has resulted in a permanent impairment. The issue was identified during post-op exam. There was no patient injury. There was incision enlarged. The patient status was temporarily impaired. There was delay in procedure. From additional information it was learnt that the lens had contributed to dysphotopsia. The lens was replaced with a non jnj lens the patient reports the dysphotopsia is resolved with the replaced lens the patient feels wonderful with 20/20 and very happy. The patient was allowed to wait for many months to adapt to the dysphotopsia and then performed lens exchange. No other intervention was performed. The patient had specifically mentioned she was bothered by the dysphotopsia while working on the computer and driving. There was no use error. No other information is available.